Manufacturer narrative:
The tech found that the brake pedal was severely bent down and the brake cam was broken on the left side of the bed. The tech replaced the left brake pedal and brake cam to repair the bed.

Event description:
Info received indicates there is no brake function at the foot end of the bed.